Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A review of the data files showed that the mixing pump had failed. Biomed stated they would order and replaced the part onsite. Per additional information, they received the part and installed it. The device was currently operational. They were not aware of any patient impact. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device was sent down for an alert 113 (reduced water temperature control). A review of the data files showed that the mixing pump had failed. Biomed stated they would order and replaced the part onsite. Per additional information on 17jan2023, they received the part and installed it. The device was currently operational. They were not aware of any patient impact.

Event description:
It was reported that the arctic sun device was sent down for an alert 113 (reduced water temperature control). A review of the data files showed that the mixing pump had failed. Biomed stated they would order and replaced the part onsite. Per additional information on 17-jan-2023, they received the part and installed it. The device was currently operational. They were not aware of any patient impact.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.